Event description:
The clinical that owns the trusculpt system initially contacted cutera to request suggestions on wound management options to help minimize the potential risk of scarring. Cutera did not provide medical advice for wound care management or scar reduction. The treatment was performed approximately two weeks prior to the report to cutera. A 48 year old female patient with fitzpatrick skin type v underwent a hands-free trusculpt procedure using six handpieces to the lower abdomen, mid-abdomen, and bilateral flanks. Two return pads were placed on the upper back. The patient did not report pain or discomfort during the procedure, and the skin appeared normal upon removal of the return pads. The operator noted a moderate amount of sweating during treatment. The following day, the patient developed a blister approximately the "size of a quarter" at the lower corner of the return pad electrode. The clinic expressed concern about potential keloid formation. The patient was advised to apply aquaphor, keep the site covered, and avoid sun exposure; healing was reported to be "slow". There were no device malfunctions, error codes, or performance complaints reported. Based on available information, cutera cannot definitively determine the root cause. The event may be related to partial lifting of the return pad, which is a known risk factor for localized burns, potentially exacerbated by sweating or uneven pad adhesion. Cutera will monitor for similar events.